Manufacturer narrative:
Investigation into this event showed that the field engineer replaced the probe and performed required alignment procedures. Post-service qc was acceptable. The root cause of the event was instrument-related.

Event description:
The customer reported that the ortho provue analyzer was not aligning properly, causing occasional residue on top of the card. Fluid on top of gel card foil could lead to carry-over to cross contamination. There was no report of harm as a result of this event.